Event description:
It was reported that the device was returned for preventative maintenance. During routine maintenance, it was discovered that the device needed repair. The hose was leaking at the end of the connection where it connects to the device. Air was flowing freely without being connected, causing a loss in air pressure. There was no patient involvement. Due diligence is complete as no additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10: item#: 00880100100, zimmer air dermatome, serial#: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.